Event description:
An event occurred on an unspecified date involved a safeset 60-inch arterial pressure tubing with 2 blood sampling ports where it was reported that the safeset tubing malfunctioned two times in which the tubing came apart at the junction where the tubing meets the sampling port. There was unknown patient involvement, and unknown harm reported.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.